Event description:
The article, "long-term outcome of interventional approaches for treatment of coronary artery fistulas: a retrospective cohort study in a great referral center", was reviewed. The article presented a retrospective, single center study to assess the outcome of treatment of coronary artery fistulas (cafs) using interventional approaches. Devices included in this study were cook coils, pfm coils, ev3 coils, abbott amplatzer duct occluder ii, and amplatzer vascular plug. The article concluded trans-catheter approach for treating cafs leads to appropriate long-term outcome with minimal potential side effects. [The primary author was avisa tabib, heart valve disease research center, rajaie cardiovascular medical and research center, iran university of medical sciences, tehran, iran. The corresponding author was sepideh mohammadhoseini, rajaie cardiovascular medical and research center, iran university of medical sciences, tehran, iran, with corresponding email: (B)(6)] the time frame of the study was from 2009 to 2019. A total of 29 patients were included in the study, of which 20.7% received an abbott device. The average age was 44 months, the average weight was 16.4 kg, and the average gender was male. Comorbidities included patent foramen ovale, single coronary ostium, tetralogy of fallot total correction, small atrial septal defect, and coronary artery fistulas.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Summarized patient outcomes/complications of treatment of coronary artery fistulas (cafs) using interventional approaches were reported in a research article "long-term outcome of interventional approaches for treatment of coronary artery fistulas: a retrospective cohort study in a great referral center", in a subject population with multiple co-morbidities including patent foramen ovale, single coronary ostium, tetralogy of fallot total correction, small atrial septal defect, and coronary artery fistulas. Some of the complications reported were surgical intervention, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysisna.